Event description:
It was reported that there was no air in the cuff. When the operator checked the cuff before use, the cuff was stuck to the tube and did not swell. The operator of the device was a health professional. There was no disinfection or sterilization, and no infectious disease occurred. This occurred during priming. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: one sample was returned without the original package. During visual inspection, no discrepancies were found. Leak test was performed in sample returned; the leak test was successfully passed. Complaint was not confirmed, and root cause was not determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.